Event description:
A caller reported encountering error 42 with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through resetting the pump, and after the reset, the error did not resurface. The caller was advised to wait for 20 minutes before starting the sensor session, which they understood and acknowledged.